Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a dislodged grip knob. The grip knob was not returned with the instrument. No obvious damage to the grip shaft was observed. The instrument was found to have scratch marks/abrasions on the tube adapter. No material appears to be missing. The complaint regarding that the control button has come off was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted salpingectomy surgical procedure, the monopolar curved scissors instrument had a control button fall off. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the monopolar curved scissor instrument damage was discovered prior to being used on the patient. No fragments fell into the patient.